Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is (B)(6) 2019.

Manufacturer narrative:
The initial report was submitted with incorrect aware date. The correct date is 24-oct-2018. The follow up was submitted with incorrect date. The correct date is 13-dec-2019. The second follow up was submitted with correct date but was referring to the first follow up not the initial report.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 160 mg/dl and the sensor glucose was 45 mg/dl. Insulin delivery was suspended due to sensor values. Sensor glucose and blood glucose difference was 115 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.